Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and device maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the small battery drive device had an unspecified malfunction during testing. During in-house engineering evaluation, it was determined that the device worked intermittently, the motor was damaged, there were unknown marks of an unknown liquid substance found on the motor and plate for housing, there was also contaminated grease on other components and coupling shaft. It was further determined that the device failed pre-tests for check for off/oscillation/on switch mode function, check for compatibility between colibri/small battery drive (sbd) and colibri ii/sbd ii and check for the function with electric pen drive (epd)-console. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.